Manufacturer narrative:
(B)(4). Investigation completed with the following reason: defect found returned strips,no defect found with meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Opened new box of test strips and ran a result - 126mg/dl. Last 5 tests in memory: "lo", "lo", "lo", lo", and 123mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Opened new box of test strips and ran a result - 126mg/dl. Last 5 tests in memory: "lo", "lo", "lo", lo", and 123mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation.(B)(4).